Event description:
It was reported that during a procedure, "the device did not work." Another device was used to complete the procedure. There was no adverse consequences to the patient.

Manufacturer narrative:
Evaluation summary: the analysis results found that the el5ml device was received in good visual condition. The instrument was cycled, fed and formed the remaining clips within manufacturing specifications. One pear shape clip was received inside of a sample cup. The instrument locked out as intended. While no conclusion could be reached as to what may have caused the reported event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.